Event description:
It was reported that the pacer-dependent patient presented to the clinic with multiple symptoms of near syncope. Upon interrogation, the right ventricular lead exhibited high threshold and intermittent loss of capture anomaly. X-ray imaging revealed that the lead was still in place. On (B)(6) 2017 the lead was capped and replaced successfully. The patient¿s condition before, during and post procedure was stable.